Event description:
Problem: a report of the collapse of an unmodified arjo maxilift pt hoist has been rec'd. Action: all arjo maxilift pt hoists mfg before 1994, (including those in the community) should be checked, to establish that all have been upgraded with the modification shown in the attached sketch. Hoists which have not been upgraded should be withdrawn from svc and the MFR contacted to arrange for modification. This notice should be brought to the attention of all who need to know. Background: rpt rec'd maxilift pt hoist due to failure of the pivot pin which connects the spreader bar to the end of the liftarm. This resulted in the total detachment of the spreader bar from the hoist. Arjo ltd had been aware of this risk of failure to maxilift hoists mfg before 1994 and had carried out an upgrade program in 1993/94. Investigation revealed that this particular hoist had not been modified during the upgrade program. The device was used in the community and its existence was unk to both the facility who owned it and the MFR. Hoists mfg from 1994 onwards have a flexible black cap at the end of the liftarm and no spiral pin. These hoists do not require upgrading. Hoists which require upgrading will be modified by arjo ltd free of charge.